Event description:
Gel-filled implants were put in for cosmetic reasons on 2/8/83. Problems relating to the implants have been breast tenderness, pain, itching, burning, green nipple discharge, contractures, increased venous pattern in chest, numbness and tingling of face and legs, headaches, weight gain, shoulder pain, hip pain, leg pain, enlarged lymph nodes, muscle aches, fatigue, muscle weakness, stiffness, backaches, neckaches, memory deficit, concentration problems, blurred vision, nausea, constipation, increasing allergies to atopic products, hair loss, palpitations, depression and decreased libido.